Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Device is an instrument and is not implanted/explanted. The subject device is not expected to be returned to the synthes manufacturer for evaluation. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture or sterilization of the product that would contribute to this complaint condition. No non-conformances were generated during the production or sterilization of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an initial procedure for a fractured ulna on (B)(6) 2016, a 2.0 mm drill bit tip snapped off while drilling a hole for a 2.7 mm locking screw. The surgeon placed the plate, and used a threaded drill guide with a 2.0 mm drill bit to drill a hole for a 2.7 mm locking screw. The tip of the drill bit snapped off. The fragment was retrieved easily without additional intervention. Another drill bit was used with the same drill guide to complete the procedure. There was no patient harm or surgical delay. The procedure was completed successfully. The patient's postsurgical outcome was good. This report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Corrected data: a device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.